Manufacturer narrative:
Final analysis found the device in backup vvi mode most likely due to exposure to electrocautery during the surgical procedure. A downloaded product code restored device operation. This likely caused the reported complaint of no output.

Event description:
It was reported that the pulse generator lost output during a generator changeout procedure. The patient was asystolic. Exposure to electrocautery was suspected and the device was explanted as planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.